Manufacturer narrative:
Remove incorrectly reported mw5044618 number. No mw number is associated with this report. Remove incorrectly reported mw5044618 number. No mw number is associated with this report.

Manufacturer narrative:
Initial reporter: zip: (B)(6). PMA 510(k): device is not distributed in the united states but is similar to distributed united states product. Mw5044618. (B)(4).

Event description:
During an unknown procedure it was reported that the suture snapped. No patient injury was reported.